Manufacturer narrative:
While nothing can be concluded for certain, options for dehiscence could be: 1) placement in a superficial location, 2) lack of securement of the neuroshield; and/or 3) excessive patient movement at the surgical site during healing caused device migration. A combination of these may have caused the neuroshield device to migrate out of the wound closure.

Event description:
Neuroshield was implanted during a tarsal tunnel release on (B)(6) 2023. The doctor reported that he saw the neuroshield "spit out" at the 3 week follow up appointment. He noticed a small hole in the incision site and pulled out the neuroshield. The patient did not notice anything. The device was not sutured and was used as an overlay. The nerve was not wrapped as the surgeon did not dissect the nerve out posteriorly. Device was fully hydrated for 10 minutes. The events described above were reported to a checkpoint representative on 12dec2023.